Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added: d8, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, due to the fact that high voltage peaks may occur at the output transformer of the generator board, which may destroy the transformer, there is a chain of protection diodes (tvs diodes) on the relay board, which are supposed to prevent these voltage peaks. They can be configured for three different voltage ranges. When the device is powered up, this diode chain is checked for function by current flow if the voltage exceeds or falls below a specific value, indicating high impedance (open) or short circuit (short). The e433 error message can therefore only be triggered during startup of the device. From a technical point of view, it is not possible that the error message e433 occurs during operation. However, the possible cause for the error message may develop during operation. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the electrosurgical generator received an e433 error and automatically restarted. The issue occurred during maintenance. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.